Event description:
The customer reported the evis exera duodeno videoscope leak is coming from the connecting tube. The event was noted after the procedure. During a standard service inspection of the customer returned device, the forceps elevator had foreign material. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed and the forceps elevator had foreign material. In addition, water tightness lost, bending section cover detached, connecting tube wrinkle, light guide bundle breakage and ig protector shaved were observed. Lastly, scratches, dents, cuts, and dirt and were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material could not be confirmed. The event most likely occurred due to the reprocessing after the leak test not being performed and foreign matter had become adhered to the tip and forceps base. The event can be detected/prevented by following the instructions for use which state: 1) "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." 2) "thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.